Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-implant follow-up, the right bundle branch block morphology was observed due to possible high capture threshold. No patient symptoms were reported. Programming changes were made.